Event description:
It was reported the pt no longer had stimulation and was unable to communicate with the ipg using the charging system. A replacement charging system was sent to the pt, but the pt had moved and was unable to recharge. The sjm rep met with the pt and confirmed the ipg was nonresponsive. F/u identified the physician planned to replace the ipg at a future date.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.